Event description:
It was reported that a patient presented in clinic for follow up. Multiple nonsustained lead noise episodes were noted. The episode egms contained oversensing of myopotentials, background scatter, and post-paced t-waves. Programming changes were made and the device returned to normal function.